Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that the lead was stuck inside the cps direct when it was inserted and the sheath was deformed when the lead was forcibly removed from the cps direct. Also, the lead was softly bent. The lead was not used and replaced without any issue. The procedure was completed without any adverse consequences to the patient.